Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced dyspareunia, exposed mesh, grade three rectocele, vaginal wall prolapse, stress/urge urinary incontinence, vaginal bleeding, discharge, blood loss, foreign body in patient, incomplete bladder emptying (urinary retention), unspecified overactive bladder symptoms, blood in urine, nocturia, frequency, dry mouth, constipation, nephrolithiasis (calcification), urinary calculus, valvular/vaginal atrophy, not able to engage in sexual activity, low blood pressure, blood loss, "(lcm) area did not heal properly," cystocele, chronic voiding dysfunction, non-surgical and additional surgical interventions.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information receive, mesh revision surgery (B)(6) 2010, underwent revision of vaginal graft, gmd sling, cystoscopy, kelly plication anterior repair for exposed vaginal mesh and sui. Following mesh revision alleged urge incontinence, grade 2/4 rectocele, uti, nocturia, dyspareunia, frequency, small inner vaginal cyst, and vaginal discharge

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR #1018233-2012-01757 and 1018233-2012-01758.

Manufacturer narrative:
(B)(4). Additional info: date of this report: (B)(4) 2012. Initial reporter: (B)(6).